Manufacturer narrative:
On 28 march 2017 the r&d project manager performed a visual inspection of the retrieved uhmwpe insert and commented as follows: the medial side of the bottom surface of the insert presents some dents and scratches. We can suppose that probably, in the first attempt to fix the insert into the baseplate, the insert was not well positioned. In this attempt the insert was pushed and plastically deformed and permanently damaged, changing the dimensions of the external profile of the insert. In the following attempts, it was not possible to snap the insert into the baseplate. To confirm that the insert was plastically deformed and damaged, a functional test has been performed trying to snap the insert into the dedicated gauge. During the test, it was not possible to clip the insert into the baseplate. This demonstrates that the explanted component is no more in compliance with the specification required. We can state that the event is not implant related.

Manufacturer narrative:
Batch review performed on 14 february 2017. Lot 164030: (B)(4) items manufactured and released on 28 september 2016. Expiration date: 2021-09-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
During surgery, the surgeon had difficulty seating the insert. The surgeon made many attempts to snap the insert onto the tibial tray. The surgeon used a secondary insert to complete the surgery. The surgery was delayed approximately 20 minutes. The surgery was completed successfully. The insert is available; x-rays are not available.